Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on 04/25/2016 to report that the patient passed away on (B)(6) 2015. Patient had been in the hospital for two weeks prior to passing. Patient died while in the hospital. Patient's wife stated that the cause of death was a massive heart attack. A certificate of death was not provided. Patient's wife was unsure if the patient was wearing the continuous glucose monitor (cgm) at the time of death but did not believe he was. There was no alleged device malfunction. Additional event or patient information is not available.